Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (multisystem organ failure, undefined stroke, patient condition, and patient outcome) and heartmate 3 left ventricular assist system, serial number (B)(6), cannot be conclusively determined through this evaluation. Heartmate 3 left ventricular assist system, serial number (B)(6), will not be returned for evaluation as no autopsy was performed and the pump was not explanted for evaluation. The relevant sections of the device history records was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (rev. C) contains the following information: section 1 lists bleeding, stroke, death, and multiple types of organ failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient went into cardiac arrest secondary to mucus plugging on (B)(6) 2020 along with a suspected stroke. The stroke was not confirmed. After stabilization, the patient experienced persistent respiratory failure that required a tracheostomy as well as renal failure that required continuous renal replacement therapy (crrt). After six weeks of medical management, the patient was not showing improvement. The patient's family made a decision to transition the patient to comfort measures status. The patient passed away on (B)(6) 2020. The pump was not explanted and an autopsy was not performed. The death was not considered to be device related and the device functioned as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.